Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a 911 call and she was hospitalized due to a hyperglycemic event on (B)(6) 2016. Customer's blood glucose was 484 mg/dl at the time of the incident. Customer's current blood glucose is 69 mg/dl. Customer stated that he gave 5 units with a syringe to treat his blood glucose. Customer stated that she was vomiting in the morning and had diabetic ketoacidosis. Customer is still in the emergency room and is not discharged. Customer was wearing the pump at the time of the hospitalization. Customer stated that she felt nauseous when she woke up in the morning. Customer was disconnected from the call at the hospital.